Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. The insulin pump passed displacement test. The insulin pump was received with bleeding lcd glass, minor scratches on lcd window and with cracked belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 116 mg/dl. The customer stated that the insulin pump was bumped and that it had physical damage. The customer mentioned that there was a split on the display as well as a scratch on the display. The customer confirmed that the drive support cap was sticking out or loose. The customer did not recall pressing the cap while connected to the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.